Event description:
A malfunction on the pump was reported by the caller, with a malfunction code displayed as malf 9. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.